Event description:
Related manufacturer report number: 2916596-2023-02944.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline disconnect and low flow alarm could not be confirmed through this evaluation as the submitted log files did not contain data from the time of the reported event. A specific cause for the reported alarms could not be conclusively determined. It was noted on the patient¿s controller alarm recall that the patient had a driveline disconnect and low flow alarm in sequence lasting 0 seconds on (B)(6) 2023. The patient did not recall a pump stop or electrostatic discharge event. The controller was not exchanged. The patient was asymptomatic with the low flow alarm that resolved. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Event log file information was captured from (B)(6) 2023 through (B)(6) 2023, and periodic log file data was captured from (B)(6) 2023. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard and driveline disconnected hazard, as well as the appropriate actions associated with them. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 6 ¿patient care and management (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 6 also explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 1 ¿introduction¿ of the patient handbook also warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to driveline disconnect and low flow alarms were noted, both lasting 0 seconds on (B)(6) 2023, and concerning esd events. The log file review contained mainly pulsatility index (pi) events. It was unable to see the event data on the (B)(6) 2023 as new incoming data was continually overwriting old data. The patient did not recall any pump stop. There was no controller exchange performed on (B)(6) 2023. The cause of low flow was not identified; the patient did not hear the low flow alarm and was outpatient at the time.